Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Filter appeared damaged when it came out of the cartridge. It was retrieved

Event description:
Filter appeared damaged when it came out of the cartridge. It was retrieved

Manufacturer narrative:
The lot number was not provided, so the manufacturing and inspection records could not be reviewed. Quality engineer and complaint analyst reviewed the sample returned by the customer. Customer returned delivery catheter sheath, cartridge snapped fit with the delivery catheter sheath, pusher wire inserted through the cartridge in the delivery catheter sheath and filter stuck in the delivery catheter sheath. Visual inspection identified damage and/or kink on the delivery catheter sheath. Product was functionally evaluated by cutting delivery catheter sheath and it was confirmed that liner was not removed from the sheath and filter was unable to advance through the delivery catheter sheath due the damage/kink on the delivery catheter sheath and complaint was confirmed. A definitive root cause was not identified but possible root causes could be damaged sheath during final packaging configuration, shipping, unit storage, mishandling by operator, or damage prior to use. Quality manager, production manager and supervisor of the argon facility has been notified of this event and this event is under ongoing investigation.